Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, adapter converter, catalytic converter, oil mist filter and iso kf centering ring were replaced to resolve the odor/smell and haze issues. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "burning smell" (odor) and that there was "smoke" (haze) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is likely due to the vacuum pump oil, adapter converter, catalytic converter, oil mist filter and iso kf centering ring. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.